Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had one of the batteries not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had one of the batteries not working. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the li-ion battery. Fse then tested the functionality and tests passed. Iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing department received a li-ion battery, with a reported of ¿battery not working¿. Performed visual inspection of the battery per the cardiosave service manual and found no visual damage and the part looks to be in good condition. The battery was installed to charge in into the cardiosave test fixture. Test (5 minutes) did trigger a problem of ¿battery not working¿. Seems like the battery is not charging. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the li-ion battery in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.